Event description:
It was reported that there was high bipolar and unipolar impedance on the right ventricular (rv) lead. There was oversensing on the right atrial (ra) lead noted. Reprogramming was performed on the ra lead and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m-58 lead, implanted: (B)(6) 2001. (B)(4).